Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was received insulin flow blocked alarm. Customer¿s blood glucose level was unknown. Customer stated that they were tried all remedies. Customer troubleshooting was performed. Customer was advised to the insulin pump will need to be replaced and to retrieve and save insulin pump setting and to revert to backup plan. The insulin pump will not be returned for analysis.